Event description:
It was reported, that insulin drips were not observed to be exiting the infusion set tubing, during the load fill process. Reportedly, a supply change was performed to address the issue. Additionally, it was reported, that a cartridge alarm 06 occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Reportedly, customer loaded a new cartridge to resolve the issue. Customer's blood glucose was 125 mg/dl.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.